Event description:
A customer observed a false negative ahbc results on a pt sample. Comparative testing on a non-j&j method yielded positive results. The result was reported to the physician. There was no report of pt harm as a result of this event.